Event description:
It was reported the pump was replaced due to end of life. The pump was functioning; the battery was depleted. They were unable to aspirate the catheter. The catheter was replaced due to occlusion. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, lot# j0056631r, implanted: (B)(6) 2000, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The catheter had dried drug, blood or foreign material occlusion. The distal end of segment one and the proximal end of segment two had some foreign materials on the catheter surface. Segment one was partially occluded, but was able to break loose. There was a kink at the proximal portion of segment one. No occlusion occurred during troubleshooting. The kink may not have caused any occlusion. Analysis of the catheter and catheter body revealed no significant anomaly found.